Event description:
It was reported that during the implant attempt, the physician had concerns about the separation of the upper most part of the svc coil after traction was applied during a repositioning of the right ventricular lead. The lead was explanted and a new lead was used to successfully complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the defibrillator conductor was distorted. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant.